Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient felt "tired", "don't feel good", and "pain or something" for about an hour. Patient was later diagnosed with non-ischemic cardiomyopathy. Patient is scheduled to follow up with doctor in 6 months. Additional information obtained from the physician office indicated that "there was no mention in the notes of any device issues." No further patient complications have been reported as a result of this event.

Event description:
It was reported that patient felt "tired", "don't feel good", and "pain or something" for about an hour. Patient was later diagnosed with non-ischemic cardiomyopathy. Patient is scheduled to follow up with doctor in 6 months. Additional information obtained from the physician office indicated that "there was no mention in the notes of any device issues." It was further reported that the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.